Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 04-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was found that main half-height drawer 2 had failed and that all pockets were not detected on the bus. A field service engineer (fse) cleaned the contacts on both drawer controller boards and secured all connections, then tested the drawer in the hardware testing application. However, all pockets in both drawers were still not detected on the grid. The fse then disconnected and reseated the flex cable from the drawer controller and retested, at which point the drawer tested good in the hardware testing application. The customer successfully recovered the drawer. The fse confirmed that there was no issue on the tower door. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple cubies and the tower door failed to recover. Device was not detected on bus, user attempted to recover storage space and rebooted the station, but issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.